Manufacturer narrative:
Device deemed reportable on september 27, 2019. Company representative. Investigation summary: visual inspection: the 10 mm torque wrench 11 mm across the flats (p/n: 388.261, lot # h479215-10) was returned and received. Upon visual inspection, there were scratches on the device which had no impact on the functionality of the device. Rest of the device showed no signs of damage. Functional test: functional test was performed at service and repair. The highest torque was measured to be 11.31 nm . This is not within the torque range of 10nm -11 nm. Hence, the torque test failed high during the functional test. Can the complaint be replicated with the returned device? Yes. Service & repair evaluation: the customer reported the item failed during calibration testing. The repair technician reported the item failed high during calibration testing. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Complaint confirmed? Yes, the device failed in calibration testing. Hence confirming the allegation. Conclusion: the complaint is confirmed as the 10 mm torque wrench 11 mm across the flats (p/n: 388.261, lot # h479215-10) was received at service and repair failed high in calibration testing. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 388.261. Synthes lot # h479215-10. Supplier lot # h479215-10. Release to warehouse date: 17 jan 2018. Supplier: (B)(4). No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during evaluation at the service and repair department, the repair technician found out that a 10nm torque wrench failed in calibration. There was no patient and procedure involvement. This is report 1 of 1 (B)(4).